Event description:
The customer reported a leak from the differential shear valve while performing weekly maintenance on the coulter lh 780 hematology analyzer's shear valves. The customer indicated that a few drops of fluid leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The instrument did not generate any error messages or flags as a result of this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed a leak at the differential shear valve. The fse discovered that the red stripe tubing connecting the bsv (blood sampling valve) to the t-fitting had a small hole. The fse replaced the tubing to resolved the leak and cleaned the differential shear valve and drip tray. Repair was verified per established procedures and no further evidence of leaks were observed. Failure mode of the leak is attributed to a hole in the tubing connecting the bsv to the t-fitting. (B)(4).